Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific confirmed that the code 1003 is valid and recommended device replacement. At this time, there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported. The device remains in service.